Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a 3t heatercooler was found contaminated with mycobacterium intracellulare. There is not report of any patient injury.

Manufacturer narrative:
Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of two (2) meters from the surgery field. In addition, it was learned that: - the hospital does not use reusable blankets - the water quality monitoring is applied and the h2o2 is checked every day as prescribed by the IFU - the device is stored drained - h2o2 is added when the water in the tanks is changed (each 7 days) - a pall-aquasafe water filter with an 0.2 ¿m membrane or equivalent performance filter is not used for tap water - surfaces and water circuits are disinfected as per IFU - the 3t aerosol collection set is replaced after the allowed use period based on the information provided, the customer does not use any filtration system for tap water and this deviation from device instruction for use may have led to the reported contamination. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.